Manufacturer narrative:
Blocks d9, g3 & h3: the verrata 10185p wire was returned for evaluation. Block h3: the verrata 10185p wire was visually and microscopically inspected. The hypotube and microcables were broken in two parts with sharp edges noted. No missing material was observed. Block h6: the probable cause of the reported failure was damage in use. Inappropriate manipulation and strain on the wire can cause damage to the internal components and can result in the separation of the hypotube and microcables in two parts.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. (B)(6). The verrata 10185p wire has not been returned for evaluation, thus no returned product investigation was performed.

Event description:
It was reported that during a diagnostic coronary procedure after ifr measurements during pullback, the manufacturer's wire broke in two pieces within the introducer sheath, but able to be retrieved from the guide catheter without intervention. The procedure was completed with the suspect device. No patient injury reported, the patient received normal expected treatment and was discharged home. This product problem is being submitted because the manufacturer's wire separated. There is a potential for harm if the malfunction were to recur.